Event description:
It was reported that the lens was difficult to fold during preparation for use. The lens was put into saline for several minutes until it became "soft" for folding. The lens was implanted and no complication was observed.

Manufacturer narrative:
The device remains implanted therefore it is not available to be returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.